Event description:
Healthcare professional reported ¿hole, non-specific¿, ¿plug strap separated,¿ and ¿double capsule ¿ inner capsule aggressively adhered to implant making it hard to remove.¿

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: visual analysis of the returned device identified: opening on posterior, crease flat, fluids, delamination of the plug strap. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening. Delamination of the plug strap assessed as cohesive failure.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patients concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patients concern with the product. The device has been explanted.